Manufacturer narrative:
On 7/11/2019, mentor became aware that the replacement devices used were: catalog number 3507360mc; serial number (B)(4) (left), and serial number (B)(4) (right). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 7/11/2019, the mentor failure analysis lab received the device for evaluation. On 7/23/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample it was observed an area of shell abrasion in the anterior view. No additional anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left side breast implant rupture, and generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent revision breast augmentation with a 400cc mentor memorygel breast implant on the left and with 375cc mentor memorygel breast implant on the right and was presented with left side breast implant rupture, and generalized illness (hair breakage and loss, joint & tendon pain, itchy skin). As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s right-sided device.